Event description:
It was reported that complications occurred after placement of the avaulta anterior mesh. Mesh was placed on (B)(6) 2007. Information provided on lot number is zgj00132. Product was used for therapeutic treatment. The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.